Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: did the surgeon fired the device and what is his/her experience with the device? A gen surg reg fired device, the device fired normally, reg had used device number of times before. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unsure. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes donuts expected , they had good tensile strength. Were there any issues noted with staple formation? No issues to the eye with staples, although I do think a small bit of fat was included on one side of tissue that was fired on, I brought this to attention of surgeon but he said that it shouldn¿t matter as he has done had done before and it was fine. Was the loop ileostomy planned or performed due to the issues experienced with the device? Due to air leak from device & as dr was going on annual leave he said it was safe option. Will the ileostomy be reversed? Unsure. What is the current status of the patient? Unsure.

Manufacturer narrative:
Date of event: month and day unknown. Only year (2019) is known. Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? Was the loop ileostomy planned or performed due to the issues experienced with the device? Will the ileostomy be reversed? What is the current status of the patient?

Event description:
It was reported that during a high anterior resection, the product was used correctly, washer fully cut through when did leak test intraoperatively leak showed in staple line via air bubble. Surgeon had to over sew staple line and a loop ileostomy was performed to complete the case.